Event description:
Additional information was received noting that during a full vns revision, the surgeon observed that the septum plug popped out and moisture was seen within the generator. Test resistor was used and high impedance was seen with the generator. A new generator was used and high impedance was still seen with the old lead. The lead was also then replaced and diagnostics was within normal limits. Explanted device has not been received to date. MFR. Report# 1644487-2023-01446 houses the report of high impedance with the patient's lead MFR. Report# 1644487-2023-01855 houses the report of high impedance and detachment of components with the patient's generator. No other relevant information has been received to date.

Event description:
Additional patient settings were received. Internal generator data was also received and were reviewed. The analysis of the internal generator data confirmed the high impedance observed. It was found that the high lead impedance resolved in three separate instances but reverted back into a high impedance state. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen upon interrogation of the patient's device. Physician referred patient for x-ray imaging and to neurosurgery for evaluation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.